Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Review of pump history indicated loss of cartridge detection. Evaluation revealed a dislodged display screen; force sensor pins were intact and fully inserted into sockets. During evaluation, the force sensor was found to be out of calibration.

Event description:
During evaluation, the force sensor was found to be out of calibration and the display screen was found to be dislodged.